Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2001 and a vesica sling procedure on (B)(6) 2002. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, vaginal scarring and other. It was reported that the patient visited the emergency room and experienced abdominal pain and vaginal bleeding on (B)(6) 2001 and (B)(6) 2001. It was further reported that the patient underwent removal of eroded mesh on (B)(6) 2009 due to mesh erosion. (B)(4).